Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2015 with the following findings: the last basal delivery was on (B)(6) 2014 at 3:21pm. There was no activity outside of normal use observed and the total daily dose added up and reflected the programmed basal rate target. The returned battery cap and cartridge cap were used to complete the investigation. An ez-prime sequence was performed correctly and the pump reflected 24 units after a 24 hour on 1u/hr basal program. The product performed within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 39 mg/dl with associated with an inaccurate delivery issue. The reporter stated that the patient also experienced a bg over 250 mg/dl, but less than 500 mg/dl without symptoms. It was reported that there were recent changes made to the patient¿s basal rate by their healthcare provider. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced hypoglycemia because of an inaccurate delivery issue.